Event description:
A caller reported experiencing a cartridge alarm 30 during the load process while using their insulin pump. There was no adverse impact to the customer's blood glucose level. Although the customer followed the correct procedure during the load process, they could not successfully load a cartridge, as the alarm recurred before contacting technical support. Consequently, technical support decided to replace the pump, and the customer would use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Since the pump was out of warranty, a loaner pump was also discussed with the customer.